Event description:
The customer alleged to have experienced human reactions from using cidex plus. The customer experienced a burning cough, burning eyes, and a headache. The customer has had asthma and bronchitis for some time and had been prescribed medication. The customer did seek additional medical attention for the symptoms. The customer did not use any personal protective equipment. The customer was rinsing under water and not by immersion. The customer was advised to check the ventilation of the area to make sure it is at least a minimum of 10 exchanges per hour. The air exchanges have not been measured and the room is not well ventilated. He reports that he is currently under the care of a pulmonologist. The customer later stated he does not think it was cidex plus that caused the asthma. He also stated that he still has the symptoms. Cidex plus has not been used for three weeks. The customer is still on the same medication.

Manufacturer narrative:
Other - inhalation.